Event description:
It was reported that the patient underwent a sling procedure for the treatment of stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent mesh removal surgery on (B)(6) 2007, and also on (B)(6) 2008, at which time she had an alloderm pubovaginal sling implanted.